Event description:
Use of membragel, 0.8 ml article number 070.101. Clinician reports approximately 6 weeks after a bone block transplant treatment using membragel, abcesses appeared. The clinician noted that it appeared to be healing but now the abcesses are returning. This was originally reported to straumann on (B)(4), 2011. The involved lot number is not reported. According to the manufacturer lot tracking distribution records, this clinician has received deliveries of membragel article number 070.101 from lots; y6370, y6371, z5927 and z5930.

Manufacturer narrative:
Review of lots; y6370, y6371, z5927 and z5930 batch records indicate that the product was released according to specifications. A review of the manufacturer product complaint database show that no further complaints where infection (fistula, abscesses) have been reported, have been received by the manufacturer with lot numbers; y6370, y6371, z5927 and z5930.